Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and it was identified the customer had removed or added insulin outside of the load sequence. Customer was informed that removing or adding insulin to the cartridge outside of the load sequence is off label per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 241 mg/dl at time of event.